Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the bag was torn at the seam or had a hole, and the specimen fell out of the retrieval bag. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gasterctomy, upon removal of specimen, the bag split along the bottom seam and the specimen fall into the patient. The specimen was retrieved with a grasper and put in another bag that was opened to complete the case. There was no patient injury.